Event description:
On (B)(6) 2012, the lay user/patient's spouse contacted lifescan (lfs) alleging the patient's onetouch ultralink was reading inaccurately high. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2012 and obtained the following information. The reporter claimed the alleged issue began at approximately 3am, on the same day he contacted lfs for assistance. The reporter stated that prior to testing and receiving the alleged inaccurate result, the patient was "on the verge of passing out and was incoherent." The reporter tested the patient using the subject meter and observed a result of "67 mg/dl." The reporter felt that based on the patient's symptoms, this result was high. He stated the patient is usually functional until her blood glucose drops into the "30's" mg/dl range. He treated the patient immediately with glucose tablets and retested her 15-20 minutes later and observed a reading "in the 70's" (mg/dl) (exact result unknown). He stated the patient started to show signs of improvement and therefore, he gave her some more food at approximately 3:30am. The patient reportedly manages her diabetes with novolog insulin through pump therapy and did not make any changes to her usual diabetes management routine in response to the alleged issue. The reporter stated the patient last tested just before bedtime at around 11pm on (B)(6) and although the exact result is not known, he stated it was a "normal reading." She took a correction dose of novolog (unknown amount), ate some popcorn as her usual bedtime snack and went to bed. During that same day, the reporter stated her blood glucose was elevated with readings of "419, 384, 440 mg/dl", which as compared to her back up meter (onetouch ultra) were high. The onetouch ultra read "363 mg/dl" on that same day at 10am and the subject meter read "419 mg/dl" within 30 minutes. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. At the time of troubleshooting, the cca noted that the subject meter was in the correct unit of measure. The subject test strips were unexpired and stored correctly. A control solution test was not performed since the patient did not have any control solution available. Replacement product was sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the alleged result obtained on the subject meter did not correlate with the patient's symptoms. The result was expected to have been lower.

Manufacturer narrative:
Follow-up # 1 (07/09/2012)-device evaluation: the meter and test strips involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis (pa) respectively on (B)(4) 2012 with the following findings: the meter and tests strips both passed testing with no faults found. The meter and test strips were found to work properly. The primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.